Event description:
It was reported that a catheter issue occurred resulting in an aborted procedure. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, device could not be used due to equipment failure. The procedure was not completed due to this event and was rescheduled. No patient injury was reported.

Event description:
It was reported that a catheter issue occurred resulting in an aborted procedure. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, device could not be used due to equipment failure. The procedure was not completed due to this event and was rescheduled. No patient injury was reported. It was further reported that the catheter could not show the image due to machine malfunction. Local anesthesia was used, and the procedure was completed normally.

Manufacturer narrative:
The device was returned for analysis. Impedance test shows an electrical open distal waveform between 0-10 cm from the distal housing. Visual inspection found no issues. Microscope inspection showed the guidewire exit port and the distal section of the tip were in good condition. The reported issue of catheter damaged/defective and image lost was confirmed.

Event description:
It was reported that a catheter issue occurred resulting in an aborted procedure. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, device could not be used due to equipment failure. The procedure was not completed due to this event and was rescheduled. No patient injury was reported. It was further reported that the catheter could not show the image due to machine malfunction. Local anesthesia was used, and the procedure was completed normally.